Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure it was noted that the tip of the catheter was detached. The procedure was then completed using another of the same device. There were no patient complications.

Manufacturer narrative:
The opticross imaging catheter was returned for analysis. Visual inspection revealed a kink in the sheath assembly. Microscopic inspection revealed the guidewire exit port was damaged and the tip was in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. There was no evidence of detachment or any damage to the tip of the device.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure it was noted that the tip of the catheter was detached. The procedure was then completed using another of the same device. There were no patient complications.